Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that error c-00 had occurred on the erbe integrated electrosurgical unit (iesu) during preparation for the day's procedures. The technical support engineer (tse) reviewed the error logs and confirmed the error as c-33. The tse advised the customer to reboot the iesu, however, the error persisted. As a result, the customer advised the procedure would be started with a third-party esu. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed and the reported problem was able to be confirmed in the system logs where error c-33 was recorded on 01-october-2025. Upon visual inspection, the unit was found to have tiny dents on the bezel and scratches on the cover/housing. The erbe was tested using an in-house system, where the unit displayed error c-33 on start up. The erbe log error also showed error c-00 recorded on 01-october-2025. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure pertaining to electrical and/or fiberoptics defects which resulted in voltage errors on the erbe unit.